Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson's disease. Procedure date is unknown; however, it was reported that the device had been placed about two to three weeks prior to the event date. According to the complainant, on (B)(6) 2015, there was a high pressure alarm with the duodopa pump. The nurse flushed the tubing, re-started the pump and the high pressure alarm no longer activated. The device remains in use. There were no patient complications reported as a result of this event. Additional information received on (B)(4) 2015: on (B)(6) 2015, there was a high pressure alarm with the duodopa pump which was resolved when the battery was changed and restarted it. On (B)(6) 2015, a high pressure alarm on the duodopa pump about 1 to 2 weeks ago which resolved after flushing and changing of batteries. No resistance was noted during flushing. Additional information received on (B)(4) 2015: the jejunal tube was placed on (B)(6) 2015. The patient's was in "normal" condition after the issue was rectified.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson's disease. Procedure date is unknown; however, it was reported that the device had been placed about two to three weeks prior to the event date. According to the complainant, on (B)(6), 2015, there was a high pressure alarm with the duodopa pump. The nurse flushed the tubing, re-started the pump and the high pressure alarm no longer activated. The device remains in use. There were no patient complications reported as a result of this event.